Manufacturer narrative:
Reason for reoperation: rupture, and "device sticking out". Also reported, cough - not device related. Later reported, diagnosis of cancer.

Event description:
Patient reported left side capsular contracture baker grade unknown, rupture, and "device sticking out". Also reported, cough - not device related. Later reported, diagnosis of cancer. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade IV, rupture, and "device sticking out". Also reported, cough - not device related. Later reported, diagnosis of cancer. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, hard as a rock, sticking out, coughing," and "capsular contracture," baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "pain, hard as a rock, implants are sticking out," and "capsular contracture," baker grade unknown. Patient additionally reported coughing which is considered not device related. Device remains implanted.